Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable.